Event description:
It was reported that the patient has been hospitalized for heart failure. The right ventricular lead exhibited intermittent loss of capture and increase thresholds, and the left ventricular lead also exhibited increased thresholds. The outputs were increased for both leads, and both leads remain in use. It is not known if the patient's heart failure is related to the lead functionality as of this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.